Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the hospital following a syncopal event. An electrocardiogram was obtained showing pauses of up to 4 seconds; a chest x-ray was then performed confirming lead dislodgement. Upon interrogation of the patient's device several events with noise were observed in addition to an alert to check the rv lead. A revision procedure was later performed at which time the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.